Event description:
Surgeon used a destination sheath and tried to cross the lesion two times and on the second attempt, the stent dislodged from the balloon. He retrieved it successfully and there was no harm to the pt.

Manufacturer narrative:
A review of the device history records, including the crimping process, indicated that the stent was processed and inspected according to procedures and no non-conformances were found. No device eval was performed since the device was not returned. If the device would have been returned the catheter would have been inspected to verify that the product was properly crimped during manufacturing. When the product is crimped, the stent struts impart permanent imprints to the exterior of the balloon.